Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2: reference MFR report: 3008829311-2016-00178. It was reported the patient ((B)(6)) lost stimulation to one of her two implanted leads. Reprogramming was unable to provide effective coverage. Additionally, the lead that had stimulation disabled demonstrated low impedance readings, whiel the second lead showed elevated impedance readings. Fluoroscopy imaging did not identify any anomalies. Surgical intervention may be taken at a later date.